Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "pt had to be revised for pain, possible femoral malposition. New insert was put in at a thicker 10mm thickness. Doctor was very concerned that original poly, put in less than a year ago, is yellowed and tarnished."